Event description:
It was reported that balloon rupture occurred. The >50% stenosed target lesion was located in a fistula. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The >50% stenosed target lesion was located in a fistula. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator elite 7.0 x40, 40cm was returned for analysis. A longitudinal tear was identified in the balloon material. The tear measured 24 mm in length and extended from a position 10mm proximal of the proximal markerband to 14 mm distal of the proximal markerband. A visual and microscopic examination of the balloon material identified no further issues. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified a kink 10mm distal of the proximal markerband. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.